Event description:
Hospital reported tip insulation of four disposable electrodes cracked when being cleaned, and fell off when tip was being cleaned in one case.

Manufacturer narrative:
Actual devices were not returned. Samples from the same lot were tested in simulated use conditions and tested for static and dynamic lateral load. Some of the samples did not meet the strength spec, and displayed failure modes similar to that described by the user. Samples from add'l lots were also tested. A product recall has been initiated for the affected lots, and will be reported to the FDA district office within 10 days.